Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver an unspecified solution, at an unspecified rate, via gravity. At an unspecified time, the male adapter of a secondary tubing set was connected to the proximal clave y-site on the primary tubing set for piggyback delivery of an unspecified concentration of carboplatin. After an unspecified length of time in use, the nurse noted backflow of solution from the secondary solution container into the primary solution container. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided, including if the tubing sets were replaced and the therapy was resumed.

Manufacturer narrative:
Investigated is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).